Manufacturer narrative:
Concomitant medical device: product ID 97755. Lot#. Serial# (B)(4). Implanted: explanted: product type recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), ubd:, UDI#: (B)(4). Event date is date valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated the implantable neurost imulator (ins) got extremely hot while recharging today, and described feeling like the ins was going to burn through their skin. Pt also said the recharger (rtm) paddle and relay box got hot, wouldn't charge, controller showed "100" then said to call mdt (pt thought they might have seen a system problem rm0 something code, but pt already reset controller and the screen was gone). Pt said they had stopped charging, but the ins was still hot inside of them, and mentioned when they put their hand over the ins, their skin felt like leather. Pt said they were going to go to the ER, but just had to wait until their wife got home. Pt inspected rtm and didn't see any damage, but when pt put the paddle over the relay box and entered passive recharge mode, pt reported the numbers were all 0. The issue was not resolved. An email was sent to the repair department to replace the rtm. Pss still redirected to healthcare provider (hcp) regarding ins getting hot. Patient called back and asked for tracking information for replacement recharger. Agent reviewed the tracking information. A request was sent to repair requesting the item be sent again. Patient noted that they are in a lot of pain and are worried that the implant won't act the way it's supposed to once they can get it charged since it's been so long without charge. Patient added that they're already planning to ask their doctor about moving to a vanta device because not having to worry about charging would be better for their lifestyle. Patient noted this would be their third battery and maybe they should have the wires replaced too.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient response letter. Patient was asked "what were the circumstances that led to the recharger and implant heating up during recharge (change in your activity level, change to devi1e programming, etc.)". Patient's writing was difficult to read. Patient responded battery burn while charging and speculated it could be due to charging 30 minutes or more. Patient was asked what steps was taken to resolved the issue. Patient responded a new battery with no issue and not having to recharge more than 30 minutes. The issue have not been resolved yet. Patient is waiting for surgery to replace the battery.

Event description:
Additional information received from the patient. It was reported that the patient's ins was replaced due to a faulty battery.

Manufacturer narrative:
This report was submitted due to information received in mw5115807. Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger product ID 97755 lot# serial# (B)(6). Product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. Product ID 97755, serial# (B)(6), product type recharger. H3: device analysis: device scrapped due to no device found message. No anomalies were visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.